Manufacturer narrative:
Concomitant medical products: catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2008. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received. The results of the dye study were normal. The system was used to deliver dilaudid and baclofen.

Manufacturer narrative:
Analysis of the pump and pumphead revealed s2 overinfusion; insufficient pump tube occlusion. Dispense and infusion accuracy testing displayed over infusion with odd graphing. Stop pump testing revealed leakage past pump head rollers when pump was programmed to stop.

Manufacturer narrative:
Analysis have not been completed as of the time of this report. A supplemental will be provided when the analysis is complete.

Event description:
Volume discrepancy in drug volume occurred. There were no patient symptoms/injuries related to this event. A rotor study was done, results were "normal." A dye study was done, results were not reported. A revision was done. Patient outcome was noted as "fine following revision," "all is well." The device system was used to infuse baclofen and infumorph.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that that pump ¿emptied out¿ before it should have. Within two to three months the pump was empty, although the patient did not hear any alarms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional analysis findings included the pump had pump tube binding. Analysis found that the pump tube was discolored yellow, flattened and had bound up in the inlet side of the pump head causing a motor stall that did not recover. There was green colored residue found inside of the motor can and gear parts.